Event description:
Caller reported an occlusion alarm. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.